Event description:
It was reported that during a routine follow up visit, high pacing impedance was noted on the right ventricular lead. No other issues were noted with the lead. The lead remains in use and will continue to be monitored. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.